Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no illumination a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was traced to a component failure. However, the most likely cause of the malfunction identified during device evaluation was traced to the breakage of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the tip was drilled or perforated during reprocessing involving an olympus colonovideoscope. There was no patient involvement.